Event description:
It was reported that the health care provider (hcp) had difficulty filling and aspirating the reservoir. Initially the hcp injected 5ml of saline into the pump and easily aspirated 5ml of saline back. This was done to confirm they have accessed pump reservoir properly. The hcp then injected 10ml of hydromorphone and was planning on aspirating 5ml to again check proper access but they could not aspirate the drug. They also tried to inject more drug but could not inject either. The hcp was certain they have proper technique as everything felt as it normally does. The hcp was unsure why they were successful injecting and aspirating saline but unable to aspirate or further inject the hydromorphone. The hcp decided against using a different refill kit. The hcp was planning on leaving the 10ml of hydromorphone in the pump and reflecting that volume on the reservoir volume field and delivering a simple continuous dose. The hcp was planning on getting an x-ray of the reservoir bellows. The pump was infusing hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36996, implanted: (B)(6) 1995, product type: catheter. (B)(4).